Event description:
Boston scientific received information that a red alert was issued due to high shock impedance measurement. No adverse patient effects were reported.

Event description:
Information was later received that the patient was brought in for evaluation. All other lead measurements were appropriate. A 41j commanded shock was delivered which reduced the shock impedance measurements to 110 ohms. A second shock was delivered and reduce the impedance measurements to 105 ohms. However, when reviewing the shock information, it provided impedance measurements of 101 ohms after the first shock and 81 ohms after the second shock. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.